Event description:
The customer reported the evis exera iii xenon light source display an e102 error. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to defective/damaged fan on the lamp base. In addition, front panel crack, faulty bad function power switch, and scratch/corrosion on the top cover were observed. The probable cause of the defects was due to normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon was likely caused by a worn-out fan. Olympus will continue to monitor field performance for this device.